Event description:
It was reported that patient felt both under and overdose symptoms since the time of implant. The patient did not do any heavy activities other than housework. A dye study was performed. No issue appeared in the event logs. There were no discrepancies at refills. It was noted that the health care professional planned to stop the pump or put at minimum rate mode and manage the patient orally. The health care professional inquired information about weaning the patient off the medications. The pump was used to deliver morphine and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8709, lot# j0039937r, implanted: (B)(6) 2002, product type catheter. (B)(4).